Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a f/u visit, the physician reported that high impedance values (>3000ohms), instead of 800ohms as measured during implant with a psa and by the subject device itself. An implant revision and normal lead impedance values were indicated when measured with a psa. Another pacemaker was implanted.